Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited atrial low intrinsic amplitude and impedances out of range on the non boston scientific right atrial (ra) lead. Boston scientific technical services (ts) noted that the atrial impedances were off. The device remains in service. No adverse patient effects were reported.